Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test and unable to prime at 2.5 during prime/no delivery test due to detached end cap. Motor passed motor test. Unit had missing end cap sticker, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.